Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jun-2024. Investigation summary: material #: 367846. Lot/batch #: 3289241. Bd received 400 samples for investigation. 100 samples were evaluated by visual examination and 10 were selected for functional testing. The indicated failure mode for tube push off with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 for functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® edta 2k blood collection tube, the tube pushed off the blood collection needle. No impact was reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® edta 2k blood collection tube, the tube pushed off the blood collection needle. No impact was reported.